Manufacturer narrative:
During an onsite visit, the field service engineer (fse) found smell of gas mixture and an error when trying to perform a gas change. To fix this issue, the fse replaced the regulator and gas valves. The fse successfully completed the system verification to specification. A root cause could not be determined. Most possible root cause could be a faulty gas regulator and gas valve. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria.

Event description:
A company representative reported a strong smell of gas. An error message occurred. Additional information has been requested.